Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to the device not working. The balloon was removed and replaced with a higher pressure balloon. There were no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.